Event description:
The physician reported that the coil did not detach properly during a procedure. The physician actuated the detachment handle, but felt something felt something atypical.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.